Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that resistance was met with the 70-90% stenosed anatomy resulting in the reported failure to advance. Interaction and/or manipulation of the device resulted in the reported material deformation (flared stent struts); thus resulting in the reported difficult to remove. There is no indication of a product quality issue with respect to manufacture, design or labeling. D10, h3: device not available for evaluation.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery that was 70-90% stenosed. The xience sierra stent system failed to reach the lesion and the stent struts flared. During removal, resistance was met but the stent system and the guiding catheter were removed as a single unit. There was no reported adverse patient effect and no clinically significant delay in the procedure. A non-abbott stent was used to complete the procedure. No additional information was provided.